Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. Prior to inserting the devices, it was noted that the patient had significant mitral annular calcification (mac) about and below the valve. One clip was successfully implanted in an a2/p2 location. A second clip was implanted at a2/p2; however, while deploying the clip, the physician mistakenly removed the clip delivery system (cds) prior to removing the gripper line. When attempting to remove the gripper line, it became stuck and ruptured. It was then noticed that clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The physician decided to leave the remaining portion of the gripper line in the anatomy. No additional clips were implanted, and mr reduced to a grade of 2-3. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated and a definitive cause for the reported mechanical jam could not be determined in this complaint; however, mechanical jam resulted in the reported gripper line break and single leaflet device attachment (slda). The reported foreign body in patient was a cascading effect of gripper line break as the physician decided to leave the broken piece of gripper line within patient anatomy. The reported patient effect of failure to retrieve mitraclip system components (foreign body in patient), as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. It should be noted that the mitraclip iifu states that: mitraclip system removal after clip deployment should be performed after gripper line removal. The reported improper or incorrect procedure or method is due to user deviating from the IFU steps. It is possible that the deviation from the IFU could have resulted the reported mechanical jam causing inability to remove the gripper line; however, this cannot be definitively confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.na